Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. No loose drive support cap, however cracked end cap was noted. The device had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, and cracked battery tube threads.

Event description:
The customer reported dropping the insulin pump which resulted in cracks in the device. The customer stated that insulin could not be delivered after the incident. The blood glucose value was 411 mg/dl at the time of the incident. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).